Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a right atrial (ra) lead implant procedure. During procedure, it was noted that the ra lead did not have satisfactory parameters after multiple positioning attempts. The ra lead was explanted and replaced in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of parameters was not satisfactory was not confirmed. Analysis was normal. No anomalies were found.